Event description:
Affiliate reported that as a result of enlarged ventricles the surgeon attempted to reprogram the device without success. The device required a revision.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device failed the programming test. The pressure and flow tests were normal. During further investigation it was revealed there was a crack in the valve casing and a mark inside the valve casing that might suggest that the patient may have suffered from some form of impact causing the cracked condition of the device. This however, could not be confirmed. It was also noted that biological debris was seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.